Event description:
The customer reported that the insulin pump alarmed motor error more than once in the past month. The customer rewound the device, run a self test and it passed. The blood glucose reading was 126mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.